Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause will be reassessed upon completing the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that while attempting to dissect the side cut, the side flap was unable to be lifted in the left eye during a photorefractive keratectomy procedure. The surgeon decided to not continue the procedure and rescheduled the patient. Additional information provided states that the surgeon believes the cause of the incomplete flap was not enough suction. The left eye was too moist and so the decision was made by surgeon not to lift the flap and continue with excimer ablation secondary to extensive opaque bubble layer (obl). A bandage contact lens was placed on the eye. The patient is scheduled to undergo photorefractive keratectomy treatment at a later date.

Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Log file review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).